Manufacturer narrative:
The service provider tested the device on (B)(6) 2020. The test report was received by zyno medical on (B)(6) 2020. The pump passed the flow rate test. The service provider stated that "flow rate was ran multiple times and each time it was within the +/-5% deviation." The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00032).

Manufacturer narrative:
The device has not been returned for evaluation yet.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 09/23/2020, and stated that "pump (B)(4) was under infusing. Infusions would say finished with drug still left in the bag, needs to be calibrated." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed, or injured.